Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 68-year-old male patient for high-risk percutaneous coronary intervention (hrpci). Vascular access was obtained via the right common femoral artery using micropuncture technique with ultrasound guidance. A single-access technique was utilized with the impella companion sheath. The peel-away sheath was removed, and a repositioning sheath was inserted into the arteriotomy. Following sheath exchange, continued bleeding was observed at the femoral access site despite angle matching and application of forward tension sutures in accordance with the instructions for use (IFU). The physician additionally attempted tightening the perclose sutures around the repositioning sheath at their discretion. Due to persistent oozing and bleeding, the clinical decision was made to wean and explant the impella cp rather than proceed with a slow overnight wean in the intensive care unit. The reported event involves an access site major bleeding complication requiring medication and surgical intervention. The access site bleed is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU), including anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary asae / major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.